Event description:
At the time of a system upgrade, the lead was partially removed and subsequently fested out of specification at manufacturer's analysis. No patient complications have been reported.